Event description:
The customer indicated a pregnant patient was given unnecessary immunization against rubella igg. The customer provided data indicating they thought a false negative result was generated. However upon review of the data the initial result generated was in the grayzone. Upon retest the results were positive. Grayzone results are non-interpretive and require follow-up testing. The customer provided the following data: sid (B)(6): ((B)(6) 2012) initial: 9.0 (grayzone), ((B)(6) 2012) retest 17.1 (positive). There has been no report of adverse effects from receiving the immunization.

Manufacturer narrative:
(B)(4) - immunization given to patient an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process..

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument, a search for similar complaints, and a review of labeling. Abbott field service replaced a leaking wash zone manifold. A malfunction of the wash zone manifold was identified which required replacing the manifold to resolve the issue. Tracking and trending did not identify any non-statistical or adverse trends related to the wash zone manifold. Current labeling provides troubleshooting assistance and identifies issues with the wash zone as a potential source of error. Abbott customer support made the customer aware of the grayzone on the analyzer, so it could be configured to flag grayzone results. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.